Event description:
A biomed engineer reported an automated impella controller (aic) had a frozen screen. The issue did not occur during patient management.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. Data analysis: we were unable to identify in device logs any issues that would be consistent with report of ¿console with a frozen screen.¿ device analysis: during testing the console operated within specification and attempts to reproduce the described issue were unsuccessful. There was significant contamination of the optical pump connector, as well as the rotary push button. The optical 5s parameters were obtained and were within specification. No distortion of the ccd output was noted.